Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, pt's mother reported the pt accidentally dropped his infusion device on the ground and the infusion tubing snapped. Mother stated half of the luer lock broke off of the infusion tubing onto the insulin cartridge. Pt is using a competitor's infusion device. Pt's mother reported the pt has never had this issue. Mother stated the pt replaced the infusion tubing and insulin cartridge and then discarded the damaged infusion set. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.